Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels range (300-428 mg/dl) the customer reported that multiple corrections were taken. However, bg's were still elevated and the customer reverted to manual injections to stabilize bg's. During troubleshooting with tandem technical support, review of pump data and a system check indicated the pump was functioning as intended. However, the customer believes not enough insulin was coming out of the pump.